Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 3006705815-2020-00873. It was reported that patient experienced ineffective therapy due to high impedance issue was observed on five contacts of each lead. Both leads were explanted, and new leads were implanted as a result to resolve the issue. There were no complications during the procedure. Effective therapy was restored post procedure. Patient was stable.